Manufacturer narrative:
The investigation of pump stop has been completed. No product or data logs were returned for evaluation. Clinical details noted a pump stop occurred on day 29 of support. No additional details on the pump stop were provided. The root cause of the pump stop cannot be definitively determined as limited clinical details were provided and no logs or product were returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient (unknown race and ethnicity) with acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and approximately 28 days after start of this support, the pump stopped. Consequently, the impella cp device was successfully explanted and replaced with a new one. The patient was reported to be in stable condition following the event.